Event description:
It was reported that the c-arm was difficult to move. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the a-arm and cine drive. The ge rep also adjusted the pivot brakes. System operates as intended.